Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735797, serial/lot #: (B)(4), product ID: 9735782, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the wifi endpoint and network isolator were replaced. The navigation system then passed the system checkout and was found to be fully functional. The wifi endpoint was returned to the manufacturer for analysis. Analysis found that the endpoint was found not communicating with wifi networks. Self-test indicated ping communication to the endpoint, but it wouldn't locate any available wifi networks. Once the unit was reconfigured, wifi networks were visible and communications on 2.4g and 5g were established. Analysis found that the reported event was related to a software issue. The network isolator was returned to the manufacturer for analysis. The network isolator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was slow and had an unstable wireless connection.  It was noted that the site had two similar systems and one of them was having issues when they needed to query patient data from picture archiving and communications system (pacs).  The system was having periodic failures when it came to importing patient data, as it would sometimes take a long time before application retrieves or responds when doing a query.  The customer stated that at first it sounded more like a pacs server failure, but the second system worked much more stable and a lot of other systems didn't have any issues connecting with pacs.  When the costumer had these periodic failures, they would reboot the system or wait to boot up the system until they arrived at the or so they didn't need to switch between access points to get it to work more stable. Troubleshooting steps were performed.  All internal connections were checked and network related component looked fine, and the wireless connection was okay.  It was noted that the probable cause of the issue was a defected wireless network/antenna.  No patient was present when the issue was identified.